Event description:
Determined to be reportable based on analysis completed on 2/7/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 3.0x20mm maverick2 was used to predilate the mildly calcified and severely tortuous right coronary artery. Then the physician tried to deliver a 4.00x32mm taxus express2 stent, however the physician was unable to cross the lesion. The procedure was completed with a different device. There was no pt complications or injuries reported. The patient status is listed as good. Device analysis indicates stent damage.

Manufacturer narrative:
Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for batch #8517090 have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage experienced during the procedure could not be determined.